Event description:
User facility mandatory medwatch was received that stated: "patient arrived in pacu, was in pain. Nurse prepared to give patient IV pain med and before nurse could swab the port in the IV tubing, she noticed the port was defective or broken. There is a small ball in the port that had been pushed down into the port. The IV tubing was immediately replaced with new tubing and new IV solution. No harm came to the patient. We filed a similar report about nine months ago with tubing that had failed in the same way." Upon further query, the following information was provided that indicated that the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication. At an unspecified time, the nurse went to swab the distal integral clave port to administer an unspecified pain medication. At that time, it was noted that the silicone sleeve of the distal integral clave port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation complete. A supplier corrective action request (scar) response has been received from the supplier which indicated that the probable cause for the stick down appears to be use with an incompatible mating device or improper connection, causing "necking" spike damage and "coring" of the plug. This kind of damage may occur as a result of a mating device that has a small inside diameter about the diameter of the spike it self. A batch record review revealed no discrepancies that may have contributed to a complaint of this nature. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical and dimensional evaluation results indicated that the product met specification requirements.

Manufacturer narrative:
One used device was received and evaluated. Testing found the silicone sleeve of the integral clave of the 6" tail was stuck down. The silicone sleeve is stuck straight down and not angled. The probable cause has been identified as a supplier issue. A supplier corrective action request was initiated. Investigation is not complete. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.